Event description:
It was reported that the zimmer ats 2000 allegedly malfunctioned during surgery, unit would not hold pressure and cuff deflated during surgery. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.